Event description:
It was reported that there was a device alert for impedance out of range for the superior vena cava (svc) lead the day of the implant procedure. It was also reported there was a loose connection between the superior vena cava (svc) pin plug and the implantable cardioverter defibrillator (ICD) header. The superior vena cava (svc) lead coil was turned off. The chronic lead was capped and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7040, implantable tachy lead competitor, (B)(6) 2006; 1788tc, implantable pacing lead competitor, (B)(6) 2006; 7120, implantable tachy lead competitor, (B)(6) 2010. (B)(4).